Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site # 9 failed due to peri-implantitis at the implant site and was removed. Per indicated: during normal hygiene appointment discovered deep probing depth, purulence and pain around fixture. Fixture was removed and site was grafted with minerois cortico-cancellous. Surgical/medical intervention required for permanent damage: no injury to patient other than implant being removed. No permanent impairment. Additional appointment required: yes to have implant replaced after bone graft heals. Customer reported bone loss, infection and peri-implantitis on the per form. Due to the time the implant was in the patients¿ mouth, it is determined that the complaint category reflected as peri-implantitis. Symptoms as a result of the event: pain, inflammation, and edema.